Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy during the specimen removal with the reported device the bag of the first device tore and the specimen fell into the patient cavity and was corrected using a grasper. A second device was used but the bag of the device also tore. A third device was used to finalize the procedure. There was no patient harm.